Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that the needle wouldn't retract could not be confirmed from the representative 22ga insyte autoguard bc units that were received in sealed packaging from lot #3222379. A functional test showed that the needles fully retracted when the safety mechanism was activated. No damage or defects were noted on the returned samples. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.

Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro did not retract the following information was provided by the initial reporter: a few complaints that the needle won't retract.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.